Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 row had multiple duplicate cubie addresses. A field service engineer reseated row boards a and b and removed the cubies from row b. After performing a system reboot, had the user, recover and unload all existing errors. Once the errors were cleared, reinstalled the cubies and rebooted the system again. User then reloaded both drugs into the system. However, the diagnostics application failed to load, displaying an error upon execution. Then user was able to verify proper operation through a successful inventory reload, with no further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.